Event description:
It was reported the patient experienced autoreducing. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The complaint for high impedances was not confirmed. As received, the lead model 3186 was cut into two lead segments, terminal end lead segment and stimulation end lead segment. Both lead segments passed the continuity test. The cause of the reported event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.